Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced blue fiber pigtail cable and patient side cart (psc) common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. The blue fiber pigtail cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi did receive the psc ccc involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that during a training/demo of the da vinci system, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that reported non-recoverable error 40074 that had occurred multiple times after each reboot. The tse reviewed system logs and identified additional errors (including 31089 and 307) that were associated with the patient cart controller (pcc) 3, with log details indicating a fault related to the blue fiber connection at tower port 3 (top right). The tse then had the customer move the blue fiber cable from the robot to the bottom port of the tower and reboot, after which the system indicated the robot was not connected. The customer then attempted further troubleshooting by switching the blue fiber cables, and the tse noted that the 31089 errors followed the cable/port change; the errors persisted and the system booted but displayed ¿boom disabled¿ and ¿robot is not connected.¿